Manufacturer narrative:
Submit date: 03/15/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a syringe. The customer stated that upon use of a new syringe, there are visible wet droplets at the tip of the syringe/inside the syringe seem wet where the plunger and tip connect upon open/cracking them. The product was not used on a patient.